Manufacturer narrative:
Reported event of failure to interrogate and noise were not confirmed. Visual inspection found no anomaly on the helix, the helix length was within specification. The device was able to be interrogated successfully throughout analysis. Further analysis performed, including sensitivity test found no anomaly contributing to reported noise problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. After implanting the right ventricular leadless pacemaker, it could not be interrogated. It was suspected to be due to electromagnetic noise picked up from external devices utilized during the procedure. The leadless pacemaker was retrieved, and a new one was implanted during the same procedure. There were no patient consequences.